Event description:
Flow control knob on the ino blender would not turn. Had to bag patient until the knob was successfully turned (took 3 healthcare providers trying before successful). Returned to hfjv further complications.